Event description:
Induo meter would only prompt "error 2". Patient described having a dry mouth during the time of concern. Patient did not have another meter to test with during the time of concern. Patient had insulin following the attempted use of the meter. Patient was treated with insulin by a medical professional. The customer service representative confirmed that the test strips being used during the time of concern were in good condition and the patient was using correct testing techniques. The patient was walked through retesting and the meter prompted error 2. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced. Medical affairs specialist mailed a letter, since the patient could not be reached.